Event description:
Clamp slippage and subsequent lacerations. A new surgeon was trying to position the headrest. It is felt that the clamp was not positioned properly. The clamp had been recently evaluated by MFR who reported them in good working condition. The general consensus was that this was user error and not a problem with the equipment.